Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet device became inoperable after being dropped in a purse, resulting in a broken screen, and a replacement was shipped with instructions for data sync, shutdown, and return of the original device. Symptoms included no reported changes in blood glucose. Outcomes included the user reverting to backup therapy until the replacement arrived. Investigation included collection of user-reported details and images and logistical coordination for device return evaluation. Investigation of this case revealed physical damage to the display component consistent with accidental impact, resulting in device usability; no device-related performance issue was identified beyond impact damage. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.